Manufacturer narrative:
The instrument was returned and inspection. It was confirmed that the tip of the instrument was broken and absent. It is likely that this damage occurred during cleaning and sterilization prior to use. This is a reusable instrument that is cleaned and sterilized by the hospital before each use. A replacement device was provided to the user.

Event description:
We received a report that a user was unable to connect the implant to the insertion handle ("instrument"). The distributor representative reported that the tip of the instrument was broken. Another instrument was provided to the user and the surgery was completed successfully.